Event description:
It was reported that during a pci procedure, the wire came out of the quantum maverick monorail catheter shaft between the distal tip and the wire exit port. This occurred outside of the patient's body. There were no patient complications, and the procedure was completed with a different device.